Event description:
It was reported the patient is not feeling stimulation from his scs system. A sjm representative met with the patient and was not able to resolve the issue with reprogramming of the patient's scs system. The system impedances were all within normal range. The patient stated he experienced a fall over the winter. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.